Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v134945, implanted: (B)(6) 2009, product type: lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3487a-56, lot# v129433, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that a power on reset (por) occurred. When the manufacturing representative checked the recharge history it said a por occurred. The manufacturing representative stated that the date of the por was unknown. The manufacturing representative had no additional information regarding the por. No symptoms were reported. Relevant medical history included: degenerative disc disease